Event description:
It was reported that the user experienced recurrent low glucose events during early night hours while using the ilet bionic pancreas, with a most recent nadir of 47 mg/dl, and the user disconnected from the pump and requested clinical guidance and education, including potential factory reset. Symptoms included shakiness and sweating consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates, such as apple juice, with resolution, and no hospitalization. Investigation included clinical troubleshooting and education conducted by the clinical management team. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.